Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient previously receiving fentanyl (5000 mcg/ml at 3997.2 mcg/day) and bupivacaine (50 mg/ml at 11.992 mg/day) and currently receiving preservative free normal saline via an implantable infusion pump. It was reported that the pump had been filled on a two week schedule, and it had been due for a refill in mid-(B)(6). The caller stated they had been filling the pump with saline. The patient said the pump "was no longer helping him anyways." It was noted the patient was looking for a new managing physician as he had been discharged from his current hcp for missing appointments. Another hcp called back the same day to report when the pump was interrogated it was seen that the pump had been alarming for three weeks and an empty pump was confirmed. It was noted the hcp changed the medication to saline and programmed the pump to minimum rate (note this contradicts with the above statement from a different hcp that they had been filling the pump with saline). No further complications were reported.